Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Device not returned.

Event description:
Patient specific prescription form received for patient's right proximal tibia with reason for revision noted "loose tibial tuberosity screw - right proximal tibial replacement."

Manufacturer narrative:
Reported event: an event regarding screw migration involving a patient specific proximal tibia was reported. The event was confirmed by medical review. Method and results: product evaluation and results: not performed as no items were returned clinician review: the implant in situ was for a proximal tibial replacement which was inserted on (B)(6) 2006. The surgeon reported a loosening of the tuberosity screw of the implant. The x-ray provided showed that the screw for fixation of the tibial tuberosity clamp plate was disengaged and came out of the screw hole. Therefore, the radiographic review can confirm the reason for revision. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 16oct2006 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed for similar reported events. There have been no other events. Conclusions: an event regarding screw migration involving a patient specific proximal tibia was reported. The event was confirmed by medical review. The exact cause of the event could not be determined because further information such as retrieval analysis and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened.

Event description:
Patient specific prescription form received for patient's right proximal tibia with reason for revision noted "loose tibial tuberosity screw - right proximal tibial replacement."